Event description:
The pump was returned to animas due to reported reoccurring loss of prime warnings. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor assembly was found to have contamination. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor assembly was found to have contamination. The force sensor was found to be within calibration and the pump was exercised for 24 hours with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number - 2531779-03/24/2010-003-r.